Manufacturer narrative:
On (B)(6) 2016, the customer reported that the blood glucose level had returned to the target range and has had no further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 423 mg/dl and an insulin injection was administered to address the bg level. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the cartridge, infusion set and site. Insulin delivery was resumed.